Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. Low blood glucose level at the time of the incident was 48 mg/dl which was treated with food and high blood glucose level was 481 mg/dl. It was unknown that customer was using insulin pump or not within 48 hours of low blood glucose incident. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomet set, ozp mmt-7020 snsr.